Manufacturer narrative:
Additional information: investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: after priming patient's medications, the alaris pump displayed an "air in line" alert. Despite multiple attempts to clear the air, nurses were unable to resolve the issue and had to return the medication to the pharmacy for re-bagging.